Event description:
It was reported via international that the cuffs on two (2) size 6lpc devices were defective. The information received indicated that the patient's cuffs deflated. The devices were pre-tested, the cuff leaked after a few hours of use. There was no reported patient injury and/or change in therapy. The involved devices were returned and submitted to the analytical laboratory for evaluation.